Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable and tandem-provided wall power adapter. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable and wall power adapter. Additionally, it was reported that the pump began smoking and the pump battery was depleting quickly. Reportedly, the pump was charging during the event. Reportedly, the customer was using non-tandem charging supplies to charge the pump. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Accessories for charging from wall outlets, as well as from a computer usb port, are included with the pump. Use only the accessories provided to charge your pump.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery not holding charge issue was verified, but the battery smoking and ac power charger not charging issue could not be verified.